Event description:
It was reported that a patient allegedly developed an abcess after chemotherapy leaked from a reported small subcutaneous crack below the cuff in broviac. The area was cleaned and dressed as per hospital protocol. The broviac was removed and a PICC placed. Additional information indicates the patient was reportedly diagnosed with septicemia on (B)(6) 2014 and is in critical condition.

Manufacturer narrative:
The complaint of a split in the catheter below the surecuff was confirmed and the cause appears to be use related. The product returned for evaluation was on 4.2fr single-lumen broviac catheter. The sample was returned with tissue residue on the surecuff and blood-like residue seen within the catheter. Microscopic examination of the terminal end of the catheter revealed a shiny striated surface typical of a sharp instrument cut. A split was observed in the catheter extending 5.1cm-5.8cm distal to the intermediate tubing. Infusion of the sample using water from a 12ml syringe revealed leakage from the aforementioned split in the catheter, with the sample found to be fully occluded distal to the split. Microscopic examination of the split site revealed a surface that was planar and relatively shiny with a striation-like pattern. Tactile evaluation of the sample revealed compromised structural integrity of the sample at the split site. The damage characteristics observed on the sample are indicative of sharp instrument damage. A warning regarding accidental device contact with a sharp instrument is provided in the IFU. Lot history review: lot number provided is not consistent with the product code received. Lot number received is a valid lot number however, it is not valid for the reported product code.